Manufacturer narrative:
Section a1: correction. Section d10, h5, h8: correction. Section d4, h3, h4: additional information. Manufacturer's investigation conclusion: the report of a pump stop event while on centrimag support could not be confirmed nor reproduced during testing of the returned centrimag motor (B)(6). The returned motor was evaluated and tested by the service depot. The reported issue was not verified during their evaluation. The returned motor was tested with a test console and flow probe and it did not produce any abnormal functionality. The motor's cable was manipulated simultaneously running the motor and it did not stop at any point nor did it produce any alarms. Inspection of the motor's cable did not reveal any issues. Full functional checkout was performed per the centrimag motor service process and the unit passed all tests. The tested motor was returned to the customer site. The 2nd generation centrimag system operating manual section 10-"emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the cable was touched and the motor turned stopped. The cable was jiggled to get the device back on, and it worked. The motor was swapped. No additional information was reported.